Event description:
Additional information received from the consumer stating the band was adjusted one time prior to the port infection. The port was removed and replaced in (B)(6) 2010. Consumer reports, " I'm very well with the new port."

Manufacturer narrative:
(B)(4).

Event description:
Patient reports getting an infection one month post implant a realize band proocedure. A new band was implanted in (B)(6) 2010. Patient reports successful weight loss and a decrease in the number of prescribed medication. No other problems experienced with the band. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.